Event description:
Unomedical reference number (B)(4). Event occurred in coloumbia. On 24-june-2024, it was reported that the patient faced that infusion sets while placing got detach from the skin because as they have little adhesive. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 5 of 5. E1: patient city: (B)(6). Patient country: colombia.